Event description:
It was reported that during a l5-s1 minimally invasive pedicle screw fusion procedure, the surgeon was using the rod introducer and it would not hold the rod. When the brake was applied, the rod still moved. The surgeon was able to use the introducer to complete the procedure with no adverse effect to the patient. Procedure was extended approximately 30-40 minutes. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The product development (pd) evaluation reported the root cause of the rod detachment is the actuator assembly (B)(4) being too short at final assembly. The capture mechanism of the rod introducer utilizes a cross shaft component (B)(4) moving from an open to a capture position when the rod is loaded. The position of the cross shaft in the closed position is controlled by the adjustable length actuator assembly (B)(4). When the actuator assembly is too short at the time of assembly, the cross shaft cannot adequately capture the rod, and the rod will detach. Pd worked closely with the vendor to during the design of this instrument. The concept of the adjustable length assembly actuator was developed to overcome excessive tolerance stack issues and minimize the gap between the cross shaft and a loaded rod. However, the design intent of minimizing the gap between cross shaft and rod was inadequately defined on the top level drawing when the design phase was completed. Product development initiated stock evaluation (B)(4) on 06/14/2011. (B)(4) inspected all parts in inventory and, in an ongoing manner, all parts in evaluation sets upon their return to monument. Dco (design change order) (B)(4), approved 08/08/2011, updated the top level drawing with much more detailed assembly instructions and specified a maximum allowable gap between the cross shaft and a loaded rod. After the dco released, (B)(4) (the inspection sheet for (B)(4)) was updated with the new gap information and included a new pull out check via (B)(4). This complaint was determined to be valid. Original awareness date is (B)(6) 2011.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The DHR was reviewed and no issues that would have resulted in this complaint were found. Functional testing was performed and the gage functioned in accordance with the parameters specified at the time of manufacture. It was noted that the disk end could be removed using a slight amount of leverage. Parts conformed to specifications at the time of manufacturing. Based on the specifications at the time of the original manufacturing, the unknown root cause, and the evaluation performed by (B)(4), this complaint is deemed indeterminate from a manufacturing position.